Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap, dim and discolored display screen visual, and defective battery cap contact measurements. This report is made based on results of investigation completed on 02/24/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/24/2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The top of the returned battery cap was observed to be worn. The returned battery cap was unable to secure to a test pump case per the instructions for use (IFU). The battery cap contact height and width measurements were found to be outside of the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).